Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead dislodged six months post implant. A lead revision procedure was performed. The lead was attempted to be repositioned; however was unsuccessful. The pacemaker was then programmed to vvi mode. The helix was retracted and the lead was left implanted due to the amount of scar tissue around the lead. The patient tolerated the vvi programming well and to date, no adverse patient effects were reported.